Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.